Manufacturer narrative:
Country of origin - (B)(6).

Event description:
It was reported that during use of this tracheostomy tube, the neck flange was found to be damaged. No medical intervention and no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one portex tracheostomy tube was received in used condition without the original packaging. Immediate visual inspection detected that the flange was broken. The complete manufacturing process of weld flange to tube operation were audited during thirty two (32) units, finding no discrepancies and samples were damage tested. A review of the manufacturing process was conducted and was considered adequate and correct. Furthermore, a review of training was completed and it was confirmed that the personnel had the trainings up to date. Based on the evidence and testing, the complaint allegation was confirmed. The event problem source was stated as the supplier and two most probable sources were noted as the following: the damaged flange of the tracheostomy tube was received damaged from the supplier or the damaged flange was not detected in the in process visual inspection performed in the manufacturing process.